Event description:
It was reported that the mother believes the insulin pump was not functioning properly and over bolused insulin. The customer's blood glucose reading was 57 mg/dl, and she has treated with gummy candies. Troubleshooting was performed. It was stated that the device alarmed button error. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.